Manufacturer narrative:
Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure. The customer had been advised by technical support to replace the data acquisition (da) board or solenoids. The customer reported to technical support that parts were replaced, and the issue was addressed. No further information was provided.

Manufacturer narrative:
During follow up with the facility, it was confirmed that the device was in patient use at the time of the event. No harm or delay to therapy was reported.

Manufacturer narrative:
Date of report: 29jul2021.

Event description:
It was reported that the ventilator had an error pressure sensor auto zero failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and in the ventilator diagnostic logs found the error code indicating pressure regulation high. Other information is pending.